Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no known impact to the customer¿s blood glucose level. Tandem technical support provided the contact with education on occlusion alarms as the contact requested. No additional information or troubleshooting was provided as the contact was only interested in receiving information regarding occlusion alarms.